Event description:
According to the initial information received, a 17mm amplatzer septal occluder (aso) and an 8f amplatzer torqvue 45 delivery system (dtv45) were selected based on balloon sizing. The aso was detached from a delivery cable, but was found to compress the aorta. The aso was attempted to be retrieved considering the potential erosion risk. Using a 10f dtv45 and a snare catheter, the occluder was attempted to be pulled into the sheath with the snare. It was difficult to pull the occluder into the 10f sheath, so the sheath was upsized to a 12f dtv45. During the retrieval, the sheath accidentally advanced and pushed the right atrial disc of the occluder. The aso embolized into the left atria close to the mitral valve. Tachycardia was observed. The aso was surgically removed and the asd was closed with a pericardial patch. The patient overall had a short rim around the defect and both the superior and posterior rims had little space to place the device. The patient was transferred to the general ward on the same day.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided.